Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
It was reported the patient¿s spouse was having trouble giving the patient a bolus, a communication error occurred. The patient was in the hospital and was in pain. The patient¿s spouse indicated trouble turning the personal therapy manager (ptm) on. The pump was used to infuse morphine. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.